Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via follow up call, he was experiencing low blood glucose of 50 mg/dl range. Customer stated basal adjustment need to be made and would consult trainer. Customer declined troubleshooting assistance. The device is not returning for analysis.